Event description:
It was reported that patient has received the "replace generator" message. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent surgical intervention in which the ipg was explanted and replaced.